Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-9218-15, serial: (B)(4), batch: 7119880.

Event description:
It was reported that the patient complained of hearing in left ear was blocked and felt that the patients head was stuffed up. It was also reported that the patient felt nauseous, vomiting, sweating, and lightheaded. The patient underwent a lead pull and was doing well postoperatively. The explanted trial leads were discarded by the medical facility.